Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient heard the non- critical alarm. The pump was not refilled prior to the alarm date due to insurance. The alarm had been confirmed and the patient was past the alarm date. The cause for the issue was the patient¿s insurance was no longer taken by their physician. The patient was not notified the physician would not see the patient until their alarm date. The steps taken to resolve the issue was the patient¿s new physician decreased the dose to give them time to order medication and reset the alarm. The issue has been resolved. No further complications were reported or anticipated regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain and degenerative disc disease / herniated disc pain. It was reported that the patient¿s pump was beeping, and they had no physician. The patient would like to turn the alarm off. It was noted that the patient realized there would be withdrawal symptoms and was fine with that, but they just wanted to know what to expect as far as the timeline and what happens once it dose completely run out. No patient symptom was reported. Additional information was received from a consumer on 2020-jul-06 indicated the pump alarming was first observed on (B)(6) 2020 it was noted the cause of the alarm was ¿passed the alarm date without refill¿ due to doctor refusal to see the patient (due to insurance). However, it was reported the patient¿s insurance had not changed in almost two years. The alarm was not confirmed via telemetry until (B)(6) 2020 and the cause of the issues/circumstances that led to the pump alarming was ¿beyond alarm date.¿ the patient did not experience any symptoms related to the event. It was noted the patient had to get a new doctor to see the patient and manage the pump. The alarm was resolved, and the patient was refilled on (B)(6) 2020. The patient¿s weight was 190 pounds. No further complications were reported.